Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that tube of her daughter's infusion set had broken several times. It broke where the tube connects to the infusion set. She changes the infusion set every 2 days. The infusion set was replaced. No further information available.